Event description:
During a laparoscopic gastric bypass procedure, on the second or third firing on the stomach using seamguard, there was an area of no staples resulting in an open stomach. It was recognized intraoperatively, it was repaired using sutures. Subsequently, the pt developed a leak post-operatively-leaked at the suture line due to necrosis of that tissue. It can not be determined what portion of the staple line leaked. It is probable that the leak occurred in area where the staple line was oversewn; seamguard was also used. However, that is not conclusive. It is unknown if an autospy is being performed.